Event description:
It was reported pt had an infection. The pt stated "it" became infected and was removed "3 weeks ago." Pt and physician will be waiting 3 months for the infection to clear. The pt was home. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).